Event description:
Patient further reported symptoms relating to "breast implant illness (bii), heart palpitation, brain fog, hair loss, dry eyes, extreme fatigue. Diagnosed with fibromyalgia"; these events are not device related. Patient reported capsular contracture baker grade iii with waterfall effect. This relates to the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.